Manufacturer narrative:
The returned ICD and the device memory data were thoroughly analyzed. An increase in the pacing impedance to values higher than 3 kohm and interference signals in the ventricular channel could be noted. In agreement with the clinical observation, the interference signals led to repeated charge processes. However, the ICD proved to be fully functional after a thorough examination. There were no indications of a malfunction. There were no indications of material defects or manufacturing errors for either the lead or the ICD.

Event description:
Ous MDR - after an implantation time of about 38 months, oversensing with inappropriate shock deliveries was reported. A lead fracture was suspected based on the x-rays. The impedance values were >3000 ohm with simultaneously absent pacing threshold. The system was explanted and returned to biotronik for analysis. Aside from the shock deliveries, no deterioration of the patient&#62688;state of health was reported.